Event description:
My readings have been wrong with this product. I have used more sensors then this. I just have to get it off my old phone the lot numbers. My name is (B)(6). The complaint number for my complaint is: (B)(4). Reference reports: mw5165243, mw5165245, mw5165246, mw5165247, mw5165248, mw5165249, mw5165250.